Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient activated in (B)(6) 2013, was very happy with her progress and performance with her cochlear implant. In the middle of (B)(6) 2014, she began feeling nauseated and having headaches while wearing the processor. As of (B)(6) 2014 patient is unable to wear her processor at all. No accident, illness or change in medication was reported. Electrode channel 12 is reportedly extra-cochlear. A revision surgery is considered.